Manufacturer narrative:
(B)(4). This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Followup with the complainant has been conducted for the lot number, and the information is not available.

Event description:
The central wheel of the device broke in pieces and they scattered when the surgeon impacted it by a metal hammer to implant a femoral component. Although pulse lavage was conducted and no broken piece was found in visual inspection, there is still possibility of tiny broken piece(s) left in the patient's body. The surgery was completed without any delay.

Manufacturer narrative:
Conclusion and justification status: the complaint states the type of this complaint is an instrument breakage. During tka for oa by using attune on (B)(6), the central wheel of the device broke in pieces and they scattered when the surgeon impacted it by a metal hammer to implant a femoral component the investigation confirmed that the adjust wheel had broken. The investigation confirmed that the device concerned in this complaint was manufactured with a radel adjust wheel and is from a previous design. A new design has been released in which the adjust wheel is made from avaspire; a glass filled material which is less susceptible to residual stress and resists propagation of cracks. The complaint shall be closed with a justified conclusion and entered into the complaints system and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.